Manufacturer narrative:
Ocd performed retained testing, a batch record review, and a complaint by lot review. Satisfactory results were observed. (B)(4).

Event description:
A customer reported that antibody identification, for a patient sample with a positive antibody screen (1+), was not able to be completed. The antibody identification was performed and an anti-c was suspected along with another nonspecific antibody which reacted 1+ with vra184 cell 4. Due to the nonspecific activity noted, the sample was sent to a reference lab for additional work up. Results reported by the reference lab indicated that the patient had anti-c and anti-e. Customer states it is unknown what methods were used by the reference lab, but it is known the reference lab used ficin and peg to detect the anti-c and anti-e. Customer stated that they performed additional testing to confirm the reactivity of the e antigen on the reagent red cells. Satisfactory results were observed.